Event description:
Cardioversion procedure (non-emergent) - quik combo rts pads applied. When ready to cardiovert, machine gave message to apply pads. Pads were noted to already be in place and attached. Pad application was re-checked, and the device was turned off and back on. Then again, when it was time to cardiovert, the machine gave message again to "check pads." At this time, staff changed out the pads for a new set. Cardioversion proceeded without issue with the 2nd set of pads.